Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The details of the lesion are unknown. The maverick xl mr, 5.5mm x 15mm balloon was inflated between twelve and fourteena atmospheres on the second inflation and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.